Event description:
It was reported that the user experienced recurrent hypoglycemia occurring nightly at the same time while using the ilet bionic pancreas, as conveyed via survey, with cause unclear and no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for user self-management without hospitalization. Investigation included an attempt to contact the user for additional details and blood glucose information. Investigation of this case revealed insufficient information to identify a device-related problem or component malfunction, and the presence of a clinical hypoglycemic event with unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.